Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during preparation to treat a de novo atrial fibrillation (a fib), presented a white dust on the handle. When the device was opened the dust was noticed. To solve the issue the device was replaced, and the procedure was completed without patient complications. The catheter was disposed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The device was not returned however media analysis of the device made it possible to observe the device with white material which is potential adhesive which made it possible for product analysis the ar code "foreign material" was confirmed.

Event description:
It was reported that a farawave 31 mm during preparation to treat a de novo atrial fibrillation (a fib), presented a white dust on the handle. When the device was opened the dust was noticed. To solve the issue the device was replaced, and the procedure was completed without patient complications. The catheter was disposed.